Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported that she does not think that she is using stimulation correctly. The patient stated that she was implanted on (B)(6) 2017 and felt stimulation up until (B)(6) 2017 and that she was not getting symptom relief. The patient thinks that she may have accidentally turned the ins off. Using the patient programmer (pp) the ins was confirmed to be turned off. The patient was assisted with turning the ins back on. The patient also clarified that the lack of symptom relief has been since implant. At the time of the call the patient was set at 0.9 on program one. Patient status is unknown at the time of this report.

Event description:
Additional information was received from the patient and it was reported that she would not call the results the 2-phase an unqualified success. The patient reported that she would not consider the thought of wearing pads as she still had accidents and/or staining most days. The patient reported that she had set the device to the setting that seemed to work at the end of the trial period. The patient reported that she was told this would be done at the time of surgery but a representative (rep) had her start from 0 upon discharge.